Manufacturer narrative:
Product complaint # (B)(4). Component code:(B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: what was the initial procedure? This issue occurred when the doctor was considering switching from z1311h to pee2994h. Not during procedure. When did the issue occurred? Pre op, intra op or post op?. What was used to complete the procedure? Na. Did the surgery was delayed due to the issue? If yes how many minutes? Na. Did the surgery was completed successfully? Na. Is there any photo available for visual analysis? No photos are available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on patient, it was reported that when the doctor was considering switching from z1311h to pee2994h, the description of z1311h in the catalog was sh -1 plus and that of the package was sh -1, which caused confusion. Upon checking, the description in the japanese product catalog was incorrect, and ¿plus¿ was also described instead of ¿sh -1.¿ further details are not provided from the hp. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.